Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear response button ribbon cable was damaged. The cause of the non-functional response buttons is the damaged cable. Additionally, for an unrelated issues the monitor could not complete testing and displayed a service code 203. The cause of this service code was a damaged l2 component on the computer/analog board. The root cause of the damaged cable cannot be positively identified. The root cause of the damaged l2 component cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional and displayed a service code 203.